Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
It was reported that a 67 yo male patient who had an initial right tsa implanted, underwent a revision procedure approximately 4 years 10 months post the initial procedure. The patient was indicated for surgery due to ¿clunking¿ feeling in shoulder, followed by loss of function. X-ray revealed that the glenosphere locking screw had disengaged from the glenosphere, which was still seated correctly on the baseplate, and was floating in the joint space. The polyethylene liner was not visible between the humeral adaptor tray and glenosphere, which were in contact, suggesting it has disassociated from the humeral adaptor tray. During surgery, significant metalosis of surrounding soft tissue was noted. Glenosphere screw was removed from the joint space, and polyethylene liner was confirmed to have disassociated from the humeral adaptor tray, which was damaged due to contact with the glenosphere. Polyethylene liner was severely damaged due to contact with the glenosphere locking screw. All affected implants, (liner, adaptor tray, glenosphere and screw) where replaced like for like. There was device breakage during the procedure, parts and pieced did fall into the wound site but were removed by the surgeon. There was less than a 5 minute surgical delay with no impact to patient during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. The hospital is retaining them for analysis. Device images were provided. No further information. This is 1 of 5 reports for this incident.

Manufacturer narrative:
D10: 300-01-17 - equi hum stem primary press fit 17mm: (B)(6) 320-02-42 - rs exp glen 42mm, +4mm offset: (B)(6) 320-20-00 - eq rev torque defining screw kit: (B)(6) 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.